Event description:
The customer reported result with the ID now covid-19 assay performed on (B)(6) 2021 on a denkaseiken ex002p nasopharyngeal tested swab. Mizuho smart gene pcr confirmation testing was performed with nasopharyngeal sample taken on (B)(6) 2021 and generated negative results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to correct he patient's test date. Please per review of the customer's log files the positive patient test result was on 06jul2021 and 07jul2021.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m149383 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m149383 , test base part number 190-430 / lot: m149383 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149383 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.